Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient dislocated on (B)(6) 2013 and (B)(6) 2014. It is unknown what treatment was done for this patient.